Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they had visited their dentist for a regular cleaning, at that appointment they were scanned to address the overjet/open bite issue that did not exist prior to starting byte treatment. Their dentist recommends continuing clear aligner treatment but they must be seen in person at regular intervals by a dentist/ortho to ensure that they make the correct progress as planned. The dentist is recommending invisalign.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.